Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Spc found dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
On (B) (6) 2010, the healthcare provider/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving an error 4 message. On june 16, 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose once per day and manages his diabetes with oral medication. After the error 4 issue began on (B) (6) 2010, the patient claimed that he was unable to obtain his blood glucose. On (B) (6) 2010, the patient reportedly was feeling confused and could not remember exactly what happen that day. At approximately 5 pm, the paramedics arrived and tested the patient at "64 mg/dl" on the ems meter. The patient was treated with IV fluid and transported to the hospital. The patient reportedly had a rapture stomach and was hospitalized for over 4 days. During his hospital stay, the patient's diabetes was managed with insulin as his blood glucose ranged from 110 mg/dl to 380 mg/dl. According to the troubleshooting performed with customer service, the error 4 message was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention suggestive for hypoglycemia 1 month after the product issue began.

Event description:
The service technician found a colleague infusion pump with failure code 810:04 cause by ail (air in line) out of calibration and was recalibrated by service. The event was reported to have been found during service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.